Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of filling and loading a new cartridge onto the pump using the proper technique, and the caller successfully loaded a second cartridge, resolving the issue and allowing them to resume insulin delivery.